Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 646 mg/dl at the time of the incident. Customer stated other blood glucose value was 600 mg/dl, 575 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they allege insulin pump was under delivering. Customer was not using auto mode. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value properly and displayed correctly on the display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the value properly from glucose meter.